Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had low blood glucose of 54 mg/dl and then it dropped to 38 mg/dl. Nurse needed assistance stopping insulin pump. Nurse was able to suspend insulin pump and call was dropped. Troubleshooting could not be performed.